Event description:
It was reported that this pacemaker was interacting with another implanted patient device and the patient heart rate rose to 180 bpm. The patient had a spinal cord stimulator (scs) and when it was adjusted the pacemaker was affected. The scs was turned off and the patient heart rate returned to normal. The patient was referred to their clinic for follow-up. This pacemaker remains in service. No additional adverse patient effects were reported.